Event description:
It was reported that difficulty removing a mandrel/stent protector and a shaft break occurred. During preparation and outside of the patient, a 24 x 3.00 promus elite stent balloon stent protector could not be removed and a shaft break occurred. It was noted that it was impossible to retrieve the distal tip protection of the stent it was additionally noted that while the device was being prepared on the main table, it was clear that the latter had broken inside the lumen of the delivery system, preventing the insertion of the coronary guidewire. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a 24 x 3.00 mm promus elite stent delivery system was returned for analysis. The device was retuned with a kinked product mandrel in the wire lumen and the stent protector had been pulled distally onto the loop of the product mandrel. The stent protector was stuck on the loop of the pig tail mandrel. The mandrel could not be removed from the wire lumen due to a kink in the mandrel. The mandrel could move backwards and forwards in the wire lumen demonstrating no restriction in the wire lumen and that it was the kink in the mandrel which prevented the kinked section being pulled into the wire exchange port. During analysis the kink was straightened using a pliers, once straightened the mandrel could be removed. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. Examination of the shaft polymer extrusion found no issues. Examination of the tip found that there was no damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that difficulty removing a mandrel stent protector and a shaft break occurred. During preparation and outside of the patient, a 24 x 3.00 promus elite stent balloon stent protector could not be removed and a shaft break occurred. It was noted that it was impossible to retrieve the distal tip protection of the stent it was additionally noted that while the device was being prepared on the main table, it was clear that the latter had broken inside the lumen of the delivery system, preventing the insertion of the coronary guidewire. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.